Event description:
The patient was receiving IV methotrexate. An hour and half into the infusion, the pump was beeping occluded. The cassette chamber was opened and the tubing immediately under the blue piece was swollen/ballooned up, ready to pop. The infusion was stopped, disconnected and sent to IV room in pharmacy to be re-primed.manufacturer response for chemo IV tubing, set infusion alaris ndls vlv 25ml (per site reporter)======================want us to send tubing to them for investigation.